Event description:
A pt reported they were using insulin without a proper reading, because their meter allegedly would only display "clean test area". Pt didn't test with any other equipment. Pt reported symptoms of nausea. Treatment was insulin. Pt did not go to emergency or seen by a physician because of this. No further info has been reported.